Manufacturer narrative:
Concomitant medical devices: 5092-52 lead, implanted: (B)(6) 2010.

Event description:
It was reported that the patient presented to the emergency room due to chest stimulation. Capture was unable to be determined on the right atrial (ra) lead. A lead dislodgement was confirmed. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.